Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and customer attempted to deliver a bolus to address bg. Customer was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Customer was diagnosed with congestive heart failure and was identified as a symptom of diabetes. Customer was treated with intravenous insulin and was disconnected from the pump. Customer was discharged from the hospital on (B)(6) 2019 and customer did not believe there was any permanent damage. Customer reported that the non-tandem infusion set cannula was not completely inserted into the customer's skin and insulin was not being properly delivered. Type of infusion set used was not reported.